Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately six months post filter deployment, a retrieval attempt was scheduled; however, no attempt was made as the guidewire could not cross the filter. Approximately one year eight months post filter deployment, the patient presented for another attempt to remove the filter. The presence of the caval occlusion and the filter¿s involvement with the occlusion precluded filter removal. Therefore, based on the provided medical records, the investigation is inconclusive for the alleged filter tilt and removal difficulties. Per the provided medical records no retrieval attempt of the filter was made; however, based on the information it is unknown if an additional attempt was made to remove the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was implanted after a diagnosis of deep vein thrombosis/pulmonary embolism. Some time post filter implant, the filter allegedly tilted and embedded in the caval wall and was unable to be retrieved during attempted percutaneous removal procedures. There was no reported patient injury.